Event description:
It was reported that approximately 6 months post op, patient had increasing trouble swallowing. It was found that two screws had broken and were backing out. Fusion had not occurred. The patient was a smoker. A revision surgery was performed.